Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Robotic lap chole - "surgeon had the 12mm robotic camera in the obturator of the trocar and was going in optically with the fios. The patient was very large with a very high bmi and surgeon was using a 12x150mm trocar. Because the patient was so large it was taking the surgeon about 15mm to get the first trocar in, the entire time having the robotic camera in the obturator. Once the trocar was in place the camera was removed and so was the obturator. The surgeon placed the obturator into another trocar cannula and started to try and place the trocar. When the surgeon started to try and get the trocar in, the obturator broke at the tip. The surgeon then removed the obturator and the broken piece from the patient and then used a new obturator to continue. " patient status: "fine."

Manufacturer narrative:
Investigation summary: the obturator and the fractured pieces of the event unit were returned for evaluation. Upon inspection, engineering confirmed the tip of the obturator was broken. No additional damage to the unit was noted. The root cause of this incident is likely due to a high insertion force applied to the device combined with exposure to a lipid saturated environment. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.